Event description:
On sept 19, 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra link meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The pt said she obtained a reading of 196 mg/dl on the subject meter compared to a reading of 120 mg/dl on another meter after feeling numbness and sweating. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The pt uses an insulin pump and took insulin. The cca walked the pt though performing a control solution test that fell outside of specifications. The pt's product were replaced. This complaint is reported due to the alleged inaccurately high reading on the subject product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.